Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6). Batch: 16740667.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had impedances which caused inadequate stimulation. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted devices will not be returned.